Manufacturer narrative:
(B)(4). The device was not returned for evaluation. There were no anomalies identified during the internal review of the DHR of the system console. Bleeding is a known potential complication of the electromagnetic navigation bronchoscopy procedure when biopsies are obtained. If additional information is received a follow-up report will be submitted.

Event description:
Site reported that during a superdimension procedure the patient experienced bleeding after a biopsy of the lesion was obtained. The lesion was located in the lll near the descending aorta. The edge catheter tools were removed and biopsy was performed through the bronchoscope with another company's biopsy tool. The patient experienced bradycardia and a decrease in oxygen saturation. The patient required CPR and was successfully resuscitated. Patient was hospitalized for five days after which her status returned to baseline and she was discharged to home, if additional information pertinent to the incident is obtained a follow-up report will be submitted.